Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected. It was noted that the needle chamber was cut/torn. Some biological debris were noted around the cam mechanism. The position of the cam when valve was received was at 170mm h2o. The valve was hydrated. The valve was tested for programming, the valve failed the test. The cam mechanism did not move during the programming process. The valve was leak tested and failed due to the cut/tear in the needle chamber. The valve was anti-reflux tested and failed the test. The valve was pressure tested and failed the test. Valve could only be tested at 170mm h2o and was measured underflow. The valve was then dismantled and examined under microscope at appropriate magnification: a crack/mark was noted inside the casing. A chipping was noted in the ruby stone as well as a mark on the axis. Some biological debris were found on the ruby ball, on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism and on the base plate. The cam magnets were controlled and failed the test. The valve passed the test for occlusion and siphon guard. The root cause for the issue reported by the customer "it appeared to be clogged. However, the cerebrospinal fluid could be drained from the chamber and the condition improved .the set pressure was 170 and the set pressure had not been changed for a long time. The patient had vomiting, headache, and somnolence, so the valve was removed and replaced" could be due to biological debris and or protein build-up occluding the fluid pathway. The root cause for the crack/mark found in the valve casing, mark on the axis and chipping in the ruby stone is probably due to the valve receiving a hard knock. The root cause for the programming impossibility noted during the investigation was probably due to valve receiving a hard knock, so valve was damaged and this explain why biological debris and protein build up were found on the ruby ball, on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause for the magnets were permanently damaged could be due to "third part magnet comes in contact with valve (intentional and/or unintentional) ". The root cause for the pressure issue noted during the investigation could be due to the leakage found in the silicone housing. The root cause for the leakage found in the silicone housing could be due to the valve receiving a hard knock or over-sized needle being used or needle holes very close to one another.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable in-line valve with siphonguard device was implanted in a patient in (B)(6) 2013 via a ventricular peritoneal shunt with an unknown initial setting. In (B)(6) 2020, the shunt appeared to be clogged. However, the cerebrospinal fluid could be drained from the chamber and the condition improved, so the physician was watching the situation. It was reported that the set pressure was 170 and the set pressure had not been changed for a long time. The patient was symptomatic and presented with vomiting, a headache, and somnolence, so the patient was taken to the operating room for a revision surgery and the valve was removed and replaced on (B)(6), 2021; it is unknown if the valve malfunction was detected when it was removed. The patient was discharged from hospital on (B)(6), 2021. At the time the complaint was filed, the patient was in good condition. No further information was provided by hospital.